Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Qc was acceptable. No issues were identified during a review of the alarm trace. No further information was provided by the customer; the customer has had no further issues. The investigation did not identify a product problem. Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ft4 iii (ft4 iii) on a cobas 8000 e 602 module. The initial result was >7.77 ng/dl with a data flag. The repeat result was 1.22 ng/dl. The questionable result was not reported outside of the laboratory. The ft4 iii reagent lot number was 478085. The expiration date was not provided.